Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the actual pump residual volume (4-5 cc) was greater than the expected residual volume (2 cc). It was thought that the patient was asymptomatic. It was later reported that the patient did not experience any symptoms. No further troubleshooting was done because the discrepancy was within normal limits. The patient was doing well. No device explant was planned. Additional information was received from the patient. It was reported that when the patient would go for the fills there was always a lot of medication left. The patient reported there was a "half a tube left or more." It was reported this occurred "every month since 2011." No further complications were reported.